Event description:
Customer stated that the insulin pump had a blank display. The blood glucose reading is 460 mg/dl. During troubleshooting the customer was advised to remove battery and then to insert it back in, but the display screen did not return. Nothing further reported.